Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and cervical radiculopathy. The pump contained morphine sulfate [5 mg/ml] at a dose of 3 mg/day and fentanyl citrate [10000 mcg/ml] at a dose of 6000 mcg/day. It was reported a motor stall occurred on (B)(6) 2017. The patient had flu-like symptoms, nausea, aching, increased pain, and withdrawal symptoms. There were no environmental/external/patient factors that might have led or contributed to the issue. No diagnostics/ troubleshooting was performed at the time of the event because neither the physician nor manufacturer staff was notified. The physician became aware on (B)(6) 2017 when the patient returned for a routine visit and discovered a motor stall. The manufacturer was not notified. The physician began the prior authorizing steps for pump replacement. The issue was resolved at the time of the report. The pump was replaced on (B)(6) 2017 and would be returned to the manufacturer for analysis. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. When examined on (B)(6) 2017, the pump logs showed a morphine dose of 3.0013 mg/day and a fentanyl dose of 6003 mcg/day. Estimated early replacement indicator (eri) was at 24 months. When examined on (B)(6) 2017, the pump logs showed a motor stall occurred on (B)(6) 2017 with recovery that same day. A motor stall occurred again that day and recovered on (B)(6) 2017. Another motor stall occurred on (B)(6) 2017 recovered on (B)(6) 2017. A motor stall occurred on (B)(6) 2017, stopped pump period may exceed tube set occurred on (B)(6) 2017 at 04:33. The morphine concentration was updated to [6.7 mg/ml], and the dose was updated to 4.0217 mg/day. Estimated eri was at 23 months. When examined on (B)(6) 2017, the pump logs showed a motor stall recovery occurred on (B)(6) 2017. A motor stall occurred on (B)(6) 2017, and stopped pump period may exceed tube set occurred on (B)(6) 2017. The patient¿s new pump was set to fentanyl [5000 mcg/ml] at a dose of 240.4 mcg/day and morphine [3.4 mg/ml] at a dose of 0.1635 mg/day.